Manufacturer narrative:
Insulin pump had intermittent button response due to moisture damage on keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.

Event description:
It was reported that the act button on the insulin pump does not respond. Customers mother was trying to deliver a bolus. Blood glucose value was 6.8 mmol/l. It was stated that the device was dropped about 2 weeks ago, but not recently. Nothing further reported.